Manufacturer narrative:
Correction: no product problem. Patient did not recharge the ipg as recommended. (B)(4).

Event description:
Follow-up information revealed the patient did not recharge the ipg as recommended.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable. It was also stated the patient lost weight and the device also displayed an error message. The patient last had therapy and was last able to successfully recharge the ipg was over a year ago. In turn, the patient underwent surgical intervention in 2018 wherein the ipg was explanted (exact date is unknown).